Event description:
The customer reported to olympus, during reprocessing, the ultrasound gastrovideoscope tested positive for over 100 colony forming units (cfus) of aerobic microorganisms at 30 degrees celsius at two and five hours, as well assign one cfu at 36 degrees celsius and less than one cfu at 22 degrees celsius. The distal end tested positive for over 100 cfus of enterobacteria. The channels tested positive for over 100 cfus of enterobacteria and less than 1 cfu of pseudomonas species. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process. Pre-cleaning performed was aspiration of water through the instrument/suction channel, and flushing air/water channel and auxiliary channel. Detergent used for precleaning was ddn9. During manual cleaning, brushing of instrument/suction channel, suction cylinder, instrument channel port, and distal end/areas around elevator were performed with a brosse asept inmed and albyn medical brush and the detergent used was ddn9. The automated endoscope reprocessor (aer) used was model s4, with soluscope c detergent and soluscope p disinfectant. The device was stored horizontally placed in simple cabinet (no drying functions). The endoscope was not sterilized. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Detected area: all channels. Amount: 2 cfu. Type of microorganism: micrococcaceae. Detected area: distal end. Amount: 2 cfu. Type of microorganism: bacillaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the customer provided cleaning disinfection and sanitization (cds) practices, it was determined that device cleaning/reprocessing was not performed in accordance with the IFU, as such, the root cause of the event was determined to likely be the result of insufficient device cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.